Event description:
I had the essure coils placed in (B)(6) 2011 and also had the die test done about 5 months later and everything has seemed okay until I started to put my symptoms to date. All were after the coils were placed. I currently still have the coils in place but I am trying to find a doctor that will remove them. The problems I am having are severe bloating to the point I look pregnant, and pain occasionally, heavier periods than I have ever had, and I was recently diagnosed with ibs and that is something I've never had. These coils need to be taken off the market and current patients with them should not have such a hard time finding a doctor to get them out! These are a nightmare and if I knew all of this before I had them placed I would never have gotten them.